Manufacturer narrative:
A definitive root cause of the this event could not be determined, as the impella cp was discarded by the staff following the explant; consequently, no device analysis could be performed. The console logs were also not returned for analysis. The manufacturer will continue to investigate all reasonable obtainable sources of information and will provide results and conclusions in a supplemental medwatch report if additional information is received. (B)(4). Discarded by user.

Event description:
The complainant reported that on (B)(6) 2016 a (B)(6) male patient came into the emergency department complaining of crushing chest pains. An EKG was performed which revealed lateral and anterior lead st elevation. The patient's blood pressure and oxygen levels began to deteriorate requiring intubation. The patient was immediately taken to the cath lab where the cardiologist placed an impella lp2.5, in preparation of the repair to the left main artery. As the impella catheter was being prepped the scrub nurse forced the impella cable onto the impella catheter, bending the wires. The hospital staff decided to fix the wires and to "got the impella catheter to work." Procedures were performed including the placement of an intra-aortic balloon pump (iabp) and the placement of a stent to the left main. Following those procedures the peel away sheath was taken off and the repositioning unit was sutured to the patient. At this point the cardiologist recommended that the patient be transitioned to the impella cp for increased hemodynamic support. Prior to the sheath exchange a large hematoma was noted to the right groin. The staff mashed out the hematoma, but continuous oozing was noted. The patient began to experience decrease flows and suction alarms, requiring increased vasopressors and inotropes. Once in the ICU the patients groin site began to bleed requiring continuous pressure. The patient was also bleeding from all IV sites. Surgery was consulted and the patient was removed to the or, where the repair to the right groin was performed. The surgeon stated the artery had dissected around the repositioning sheath. There was a 600 cc blood loss during the or procedure resulting in the administration of 2 units of packed red blood cells. During the surgical procedure the impella 2.5 was pulled back across the valve until resistance was met. The impella lp 2.5 was removed. The impella cp was then inserted. The impella cp was placed in the patient via the right lateral circumflex femoral artery. During the impella cp placement slack was removed, the peel away sheath removed, and the repositioning sheath was sutured in place. The cardiologist then decided to transport the patient to another facility. The patient had been successfully supported for approximately 47 hours when the impella cp was removed. Following pump removal the patient was reported to be in stable condition, with no additional adverse effects.